Event description:
The device in question was reported to have been set-up with a 250ml bag of sodium nitroprusside in anticipation of possible need, post bypass, for an open herat procedure.. The circuit was purged with the solution and threaded through the pump control channel. The pump door was closed and the thumb wheel valve was opened while the pump was kept off, leaving the circuit ready for immediate access upon surgical staff request.for the following 15 minutes the patient's blood pressure was noted to be influenced radically downward, requiring compensatory action. It was later noted that all 250 ml of sodium nitroprusside had passed through the pump and into the patient, even though the pump was turned off. The set up was immediately checked for errors and none were found, ie the tubing was found to have been appropriately threaded through the pump's channel and the door closed correctly.other apparatus in clinical use at the same time as the incident occurred were: a siemens ventilator, a hewlett packard physiologic monitor, a datex ultima respiratory gas monitor, a valleylab electrosurgical unit, a cincinnati sub-zero blanketrol ii warming blanket, and a medtronics pacemakerdevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-nov-92. Service provided by: independent service organization. Service records available.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, performance tests performed. Results of evaluation: component failure, design - human factors, expected wear/deterioration, mechanical problem. Conclusion: device failure occurred and was related to event, device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device use continued with restrictions/limitations, user education provided. Invalid data - on device destroyed/disposed of status.